Event description:
The tech alleged that the brake caster does not lock when the brakes are engaged. No pt impact.

Manufacturer narrative:
The tech found the hex rod moves out of place due to a broken screw and a worn brake caster. The tech replaced the hex rod and the brake caster to resolve the issue.